Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles located at the bottom. Customer's blood glucose level was 500 mg/dl. The customer treated her blood glucose level using insulin from the insulin pump. The customer rewound the insulin pump with the reservoir in place. She also had issues with the serter. The call was disconnected. The device was not returned.